Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected descrepant po2 result on a 46 year old male patient with cardiac arrest with successful resuscitation (hcc), elevated lactic acid level, leukocytosis, anoxic brain injury (cms/hcc) . The customer stated that the patient expired on (B)(6) 2023. Currently the cause of death is unknown. There was no additional patient information available at the time of this report. Return product is available for investigation. Method : date: collected: tested: result: sample: I-stat. (B)(6) 2023 , 05:10, <1 minute from collect. 60 mmhg, a. Rapidpoint 500e (B)(6) 2023, 05:09, 05:20, 141.5 mmhg, b. At this time there is no reason to suspect a malfunction exists. There is no reason to suspect that the I-stat caused or contributed to the patient's demise. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4) the investigation was completed on 15-sep-2023. A review of the device history record (DHR) confirmed the lot passed finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure. Returned cartridge testing met the acceptance criterion for suppressed results as per q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure; due to low sample size, no pass/fail determination from returns can be made with respect to points outside total allowable error (ea) criteria. No deficiency has been identified for eg7+ lot n23075.